Manufacturer narrative:
Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a picture of a box label along with a copy of the packing slip. The box label gives an expiration date of 2024-06-29 and the packing slip shows a expiration date of 2/29/2024. Based on the photo provided by the customer and the production date in the batch record bd acknowledges that the packing slip has the wrong expiration date on it. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of label content incorrect for lot #9030562 item #301629. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. The DHR review revealed that the batch was packaged on 10-06-2019. Root cause description: based on the photo provided by the customer and the production date in the batch record bd acknowledges that the packing slip has the wrong expiration date on it. Rationale: bd acknowledges that based on the photo provided by the customer and the production date in the batch record bd acknowledges that the packing slip has the wrong expiration date on it. As the expiration date is correct on the box no corrective or preventative action is proposed in the scope of this complaint.

Event description:
It was reported that the needle 27ga 1-1/2in experienced an incorrect expiration date noted prior to use. The following information was provided by the initial reporter: material no. 301629, batch no. 9030562. Complaint 2 of 2. The packing slip for item 301629 lot# 9030562 has an expiration of 02/29/2024 but the box is printed with 6/29/2024. Email 7/10/2019: the case was found on (B)(6) 2019.